Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced draining slowly alarms during drain 4 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 5400 ml during drain number 4 of treatment. This drain volume is 246% the patient's largest prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is scheduled to receive a new cycler 11/15/2022 and will resume therapy using the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. There were no visual discrepancies encountered during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced draining slowly alarms during drain 4 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 5400 ml during drain number 4 of treatment. This drain volume is 246% the patient's largest prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is scheduled to receive a new cycler (B)(6) 2022 and will resume therapy using the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3 date of event, d10 concomitant medical product therapy date

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced draining slowly alarms during drain 4 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 5400 ml during drain number 4 of treatment. This drain volume is 246% the patient's largest prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is scheduled to receive a new cycler 11/15/2022 and will resume therapy using the cycler. The cycler was reported to be available for return to the manufacturer for physical evaluation.